Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer uses 160 units of insulin a day. Customer has increased insulin resistance. Customer's blood glucose level was 24.7 mmol/l. Customer suspects that the pump is not functioning properly. Customer has experienced high blood glucose levels for a few days. There are no cracks in the pump. Drive support cap and alarm history are okay. Insulin exits with fill cannula. High pressure test cannot be performed. Pump settings and programming are correct. Customer was advised to monitor. Customer was asked to call back once the tubing clamp arrives. No additional information provided.